Event description:
Intra-aortic balloon pump read "rapid gas loss" and a small amount of blood was in the tubing. The pt complained of pain when the device was autofilled. The physician was notified and the balloon pump was discontinued without complications to the pt. It is suspected that a problem existed with the balloon catheter and not the pump device. The intra-aortic balloon pump device was sent to internal engineering dept for analysis. Manufacturer made aware of problem. Rep to pick up balloon catheter for investigation follow up.